Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7255883.

Event description:
It was reported that the patient was bleeding during a lead pull. The patient was brought to the emergency room and was diagnosed with an epidural hematoma. The patient was released from the hospital without needing surgery.